Manufacturer narrative:
The investigation is ongoing. Conclusion will be provided in the final report.

Event description:
Arj became aware of the vent involving citadel patient care system. The customer informed that the side rail of the bed frame was not functioning properly. There was no indication that the bed was in use by the patient when the issue was observed. No injury was reported.when visited the facility, the arjo service technician found that the right-hand head-end side rail was detached from the frame and the lower arm pivot pin (the part of the side rail assembly) of the left-hand foot-end side rail was loose.

Manufacturer narrative:
The issue with the side rail was claimed by customer. The device inspection confirmed the right-hand head-end side rail was detached from the frame and the lower arm pivot pin (the part of the side rail assembly) of the left-hand foot-end side rail was loose but the still attached to the bed frame. The issue with both head-end side rails was confirmed. The review of post-market surveillance data revealed that the main factor that could lead to the side rail detachment might be related to an excessive force applied to the side rail. However, the arjo field service technician claimed that the safety side panel was found on the mattress with the cables connected in good working condition that was able to reattached the safety side to the bed frame. According to the description the safety side was not mechanically damaged or torn. The client was contacted several times to identify the circumstances of the safety side detachment. No additional information was received. Arjo device failed to meet its specification. There was no indication that the bed was in use for the patient treatment. This complaint is deemed reportable due to the side rail detachment.